Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the patient had to have the device removed because of problems with it. The device was not returned for evaluation.